Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator. The consumer reported to the manufacturer representative on 2017-dec-12 that they had their scs stimulator removed due to infection yesterday ((B)(6) 2017). Environmental factors and diagnostics were unknown. The entire system was explanted and it was noted that the issue resolved. It was reported that the hospital was in possess of the device and the return status was unknown to the calling manufacturer representative patient weight and medical history were asked but unknown. No further complications were reported.